Event description:
It was reported that procedure: breast reconstruction. Narrative from rep is as follows: "dr (B)(6) has requested to speak to a rep regarding the post operative concerns on more than 5 patients whom he has completed wound closure (skin) with the new stratafix suture. It has been noted that these patients have developed skin irritation/spotting in a rash formation along the suture line in a pattern which the surgeon feels correlates with where the barbs are along the suture line. The surgeon reported more than five instances of this occurring post operatively and has ceased using the suture at this time. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Irritation/rash. Method: the actual device will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased since year 2014 for this item. Two (2) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Irritation reaction, is known risk with any suture material. The most probable root cause for post operative irritation/rash reaction cannot be determined with certainty based on the information provided, without reviewing the actual device involved or reviewing or testing, sterile samples from the same finished goods lot. (B)(4). Item # sxmd1b105 stratafix spiral pga-pcl knotless tissue control device. Ps-2 3-0 monoderm 30cm, lot: unk.